Manufacturer narrative:
Title: potential of alpha-fetoprotein asa prognostic marker after curative radiofrequency ablation of hepatocellular carcinoma: source: kazuhiro nouso, wiley-blackwell date: 2016. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Pli-10: according to the literature study performed last 2001 and 2013, the aim of this study was to elucidate the risk factors for recurrence of hepatocellular carcinoma (hcc) after radiofrequency ablation (rfa), focusing on the carcinogenic potential of the liver assessed by a-fetoprotein (afp). The study enrolled 357 consecutive patients who underwent complete ablation by rfa for primary hcc (=3 cm, =3 tumors) and analyzed the correlation between 17 critical parameters, including afp and hcc recurrence. They used an internally water-cooled 17-g cooled-tip electrode with an impedance-controlled generator (cool-tip system, valleylab, co, USA). Out of 357 patients, 2 ectopic ablation, 2 had hepatic infarction and 2 had bile duct dilatation.